Event description:
Caller reported an issue with touchscreen responsiveness, noting that the pump screen turned off too quickly despite confirming that the screen timeout setting was correct. There was no reported impact on the customer's blood glucose level exceeding 500 mg/dl; it was left unknown whether there was an adverse impact. Customer declined further troubleshooting and took no additional actions.